Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler had an incomplete staple line on the distal part. Also, the final staples were pushed out but not formed. The reinforcement material was cut with laparoscopic scissors due to the suture strips (top/bottom) not being cut by the reload's knife. There was no patient injury.